Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 17-sep-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained that morning of 164 mg/dl fasting. Customer was also comparing to another device; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 86-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (warehouse without ac). The test strip lot manufacturer¿s expiration date is 01/31/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history (date/time not set):

Manufacturer narrative:
Sections with additional information as of 03-oct-2024: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Product evaluation has been completed most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.